Event description:
Customer reports that a single day infusors flowed faster than expected. Unit contained 400 mg 5 fluorouacil and 5% dextrose for a total fill volume of 50 ml. It was reported that this unit infused in 6 hours instead of the anticipated 24 hours. Pharmacist reports no negative patient outcome nor medical intervention was required.